Event description:
Spouse of a first-time plasma donor contacted the collection facility that pt had called spouse, that pt passed out driving home, approx one mile from the center. The donor did not strike anything. Emergency medical services transported donor to the local emergency room (ER). Center indicates that during this donor's donation, blood was noted on a small area of the floor, below the air detector. The donor was disconnected. To replace fluid, a second line was started to administer normal saline. The IV line infiltrated and the donor refused to have another venipuncture for administration of normal saline. Donor felt well and color was good. Two juice boxes were given to the donor along with two glasses of water. Donor was kept an additional 20 minutes prior to release. Donor indicated feeling 100% better when they left the center. The collection facility did not have info regarding treatment received at the emergency room.